Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to get MRI information. The caller stated the patient had an abandoned "severed" lead implanted, a portion of the lead that the surgeon could not remove when a new system was placed. The caller was an MRI technician and did not have additional details about the status of the system. Troubleshooting was not required, and the issue was not resolved through troubleshooting. MRI information was reviewed with the caller. There were no patient symptoms or further complications reported at this time. Additional information was received from a healthcare provider (hcp) and a manufacturer representative. The hcp reported that the lead damage was caused or discovered during surgery, and that the severing of the lead was unintentional. The cause of the explant difficulty was reportedly determined. When asked what most likely caused or contributed to the issue, they responded, "inflammation/scar tissue." The cause of the lead severing and being partially left implanted was unknown, but what most likely caused or contributed to the issue was scar tissue. The issue had not been resolved, but it was notedno further action would be taken. Additional surgery to try to remove the portion of the lead which was left implanted was not planned. The portion of the lead which was explanted had been discarded. The rep also noted both the lead and ins were removed/reiterated it was a system replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1gnxk, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.